Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure, cardiac arrhythmia and patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 04aug2020. Heartmate 3 lvas IFU section 1 entitled ¿introduction¿ lists respiratory failure, cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to respiratory failure. The patient sustained lung injury from amiodarone treatment for atrial fibrillation and non-sustained ventricular tachycardia. The patient also failed to thrive post-operatively. No autopsy was performed. The device will not be explanted. The device will not be returned for evaluation.